Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 551 mg/dl, 71 mg/dl and 31 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.